Manufacturer narrative:
Date of event: exact date unknown; event occurred in (B)(6) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in the common bile duct for biliary drainage during an endoscopic retrograde cholangiopancreatography (ercp) with axios placement procedure performed in (B)(6) 2021. During the procedure, the stent first flange failed to fully expand. The physician pulled back the device; however, the stent fully deployed outside the common bile duct. The stent was removed from the patient and another axios stent was implanted to complete the procedure. There were no patient complications as a result of this event.